Event description:
This is a spontaneous report from a consumer in the USA of hurting, not feeling well, infection on tubing, and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient had problems with tubing and underwent a surgery. The patient then experienced hurting ( onset date not reported). On (B)(6) 2012, the patient received a new tube. The patient then started feeling unwell ( onset date not reported). On an unreported date, the patient had an infection on tubing which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).